Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified via the event log but could not be replicated during analysis. The issue was a faulty downstream occlusion sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited alarms when attaching cassette, and had a bad downstream occlusion sensor. No patient involvement reported.